Manufacturer narrative:
Additional information received that there were only 5 cases related to a file breakage. This case was submitted in error and is not reportable. This is a follow up report for this additional information. Device received for this event is being corrected from unk vdw catalog # unk vdw to competitor unknown product consumables catalog # competitor unknown product consumables. This is a follow up report for this corrected information. Correcting this event from reportable to non-reportable after receiving additional information. This event was reported in error. Please disregard the initial report. This is a follow up report for this corrected information.

Event description:
In this event it is reported that a unknown vdw file broke during use. The outcome of this event is unknown as of this MDR.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available.